Event description:
It was reported that during the initial setup for a hysterectomy procedure the device never tested correctly. The metal piece on the proximal side of the harmonic disposable broke and this prevented the instrument from testing correctly. The case was completed with another device of the same prod code. No pt consequence.

Manufacturer narrative:
Date sent: 06/19/2007. Info anticipated, but unavailable at this time.